Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated on 05/18/2016 with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from meter to meter comparison of 71 mg/dl with trueresult meter and 89 mg/dl with doctor's meter on (B)(6) 2016 at 07:30pm. The customer's expected fasting blood glucose test result range is 85 to 90mg/dl. The customer feels well and did not report any symptoms. Medical visit is reported as a result of the actual blood glucose results on (B)(6) 2016. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 86mg/dl and 91mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/25/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concerned with all of the readings customer is currently taking glucagon pen to manage diabetes. Customer called on behalf of her (B)(6) daughter concerned her meter is registering low results. Customer stated on (B)(6) 2016 at 7:30pm fasting the customer's daughter went to the doctors to have her meter checked because she has been having trouble with her glucose dropping during the night. Customer's doctor's meter registered the result at 89mg/dl and the customers true result meter registered the result at 71mg/dl. Customer stated normally their glucose levels around 85-90mg/dl and lately on average her glucose on the true result has been in the 60-70mg/dl's customer is concerned because her child is unable to communicate when her glucose level is low and when they are feeling poor as a result of their diabetes. Customer currently tests 4x's a day or more and they insist they cannot be without a meter.